Event description:
It was reported that during a shoulder cuff repair, when a package of a twinfix ultra was opened it was noticed that the anchor was broken. Surgery continued without any delay with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with a fractured anchor and the suture string still in place. The anchor is fractured in a spiral from the proximal end of the suture window. There is biological debris on the insertion device, on the suture string and inside the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.